Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as logfiles were deleted prior to export, however a possible assignable root cause is sample interference or cross contamination. MFR reference reports: 1221359-2021-02432, 1221359-2021-02442, 1221359-2021-02443, 1221359-2021-02444, 1221359-2021-02446, 1221359-2021-02447, 1221359-2021-02448, 1221359-2021-02449, 1221359-2021-02450, 1221359-2021-02451.

Event description:
The customer reported fourteen (14) false positive results with the ID now covid-19 assay for multiple patients performed in between (B)(6) 2021 to (B)(6) 2021 respectively. This MFR. Report addresses event date five (5) of eleven (11) . The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. On the same day pcr confirmation testing generated a negative result. The customer confirmed there was no patient harm due to the test results. However, per the customer there could have possibly been a delay/impact in the patients' treatment as they were required to wait for the pcr results.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference reports: 1221359-2021-02432. 1221359-2021-02442. 1221359-2021-02443. 1221359-2021-02444. 1221359-2021-02446. 1221359-2021-02447. 1221359-2021-02448. 1221359-2021-02449. 1221359-2021-02450. 1221359-2021-02451.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025745 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1025745, test base part number 190-430 / lot:1025745. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025745 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. MFR reference reports: 1221359-2021-02432, 1221359-2021-02442, 1221359-2021-02443, 1221359-2021-02444, 1221359-2021-02446, 1221359-2021-02447, 1221359-2021-02448, 1221359-2021-02449, 1221359-2021-02450, 1221359-2021-02451.